Event description:
The pt reported, a shocking or jolting sensation across her chest and between the two ins implant locations during a head only MRI in 2007. The pt has subsequently seen the physician twice for impedance checks, which showed greater than 2000 ohms on both sides. Finding from the most recent impedance check (date was not provided); revealed the left side had been greater than 2000 ohms (current was less than ten); right side had been greater than 2000 ohms (current was less than nine). The pt provided the sys settings: left side = 3-, 2-, 1+; 60pw; rate 185; amp 1.7v; right side = 3+, 2-, 1-; 60pw; rate 135; amp 1.8v and reported that the dbs sys remains off. The pt feels better having therapy inactivated. Refer to MFR report #3004209178200702814 and #3004209178200702815.

Manufacturer narrative:
.